Event description:
A user facility registered nurse (rn) reported that upon initiation of treatment blood leak alarm with visible blood detected during treatment. Upon follow-up, the rn confirmed an internal dialyzer blood leak occurred upon initiation of a patient¿s hemodialysis (hd) treatment. It was reported blood was visually observed within the dialyzer housing fiber membranes. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were used and tested positive for the presence of blood. No damage was identified on the dialyzer prior to use. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without issue. The estimated blood loss was 100ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned to date for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility registered nurse (rn) reported that upon initiation of treatment blood leak alarm with visible blood detected during treatment. Upon follow-up, the rn confirmed an internal dialyzer blood leak occurred upon initiation of a patient¿s hemodialysis (hd) treatment. It was reported blood was visually observed within the dialyzer housing fiber membranes. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were used and tested positive for the presence of blood. No damage was identified on the dialyzer prior to use. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without issue. The estimated blood loss was 100ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.